Manufacturer narrative:
Isi received the tip-up fenestrated grasper instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There were no fragments missing from the pitch cable or the distal end of the instrument. Isi has reviewed the site¿s system logs with an event date of (B)(6) 2019 as provided by the initial reporter. Based on the system logs, there is no evidence that the tip-up fenestrated grasper instrument in question was used on (B)(6) 2019. The system logs reveal that the tip-up fenestrated grasper instrument was last used on (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure performed on (B)(6) 2019. A review of the site¿s system logs reveal that only one da vinci-assisted surgical procedure was performed on (B)(6) 2019 and no tip-up fenestrated grasper instruments were used during that surgery. The reporter may have provided the incorrect device information and event date. Based on the current information provided, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
During a da vinci-assisted surgical procedure, it was alleged that a tip-up fenestrated grasper instrument had a broken pulley wire and the reporter was unsure if any fragments fell inside the patient. The customer used a back-up instrument to complete the procedure. There was no report of patient harm or injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the reporter, but was unable to obtain any additional information about the complaint.